Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage as well had alarm which generated when the insulin pump detects movement in hall sensor counts that was unexpected since the insulin pump did not command motor movement. The customer¿s blood glucose was 240 mg/dl. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer performed displacement test and insulin pump was unable to perform test. Customer reports they were able to rewind the insulin pump, first three times the insulin pump error occurred but not able to rewind insulin pump after the last pump error occurred. Customer also reported that the serial number on insulin pump being faded. The customer declined troubleshooting for high blood glucose and treated with manual injection. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm due to open book / critical pump error alarm.